Event description:
It has been reported to philips that the allura xper fd20 biplane system wasn't exposing and that an error message was displaying that the device could not expose. The customer reported the issue occurred in mid procedure while the patient was on the table. The lateral and frontal video output was adjusted and the device was rebooted several time and was returned back to functionality. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system error message was displaying that the device could not be exposed. A review of the system log file showed that ip pc¿ malfunctioned. Upon functional testing, fse found that there was a need to replace the dvi splitter for ip pcs. After the replacement of the dvi splitter and adapters for ip pcs, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system wasn't exposing and that an error message was displaying that the device could not expose. A review of the system log files showed the ip pc malfunction. Upon functional testing, the fse found an issue with the image disc and the fse changed the image disc, but it didn¿t resolve the issue. The part analysis of the ip pc confirmed that there was a defective motherboard. To resolve the issue the fse replaced the ippc and updated the software. The fse also found an issue with the video splitter. To resolve the issue fse installed video switches, but the issue persists, so the fse installed dvi splitters and adapters for frontal and lateral ip pcs along with all the programming for the frontal and lateral video output at 1080x1280. After the replacement of ippc, hard disk, dvi splitters and adapters for frontal and lateral ip pcs, the system was returned to use in good working order. Corrected.